Manufacturer narrative:
Age or date of birth, sex, ethnicity: unknown/ no information provided. Implant date: if implanted, give date: not applicable, as lens was removed during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed during the same procedure. Initial reporter first name and street address: unknown/ not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the leading haptic kinked and became stuck to the intraocular lens (iol). The iol was fully inserted into the patient's eye and removed in the same procedure. The account plans to use a non-johnson & johnson lens as a replacement in the future. No additional interventions were mentioned. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes date returned to manufacturer: mar 23, 2022 section h3: device returned to manufacturer: yes device evaluation: the suspect iol was received with a detached and damaged haptic. Visual inspection of the clean lens also revealed scratches on the surface. The complaint issue "dc-haptic damaged" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.